Manufacturer narrative:
Investigation: without defective sample or photo for us is very difficult to determinate the root of cause. According with the provided information by customer the leakage was found in the catheter; however, for us is very important to receive the sample to determine if the damage was caused by needle, equipment or during your use. We could not find the exactly root cause of the issue since no sample or photo was returned for evaluation. DHR for lot number 7208947 was reviewed and no qns or other events were related to the complaint stated by the customer. All relevant information during this DHR¿s review, shown that meet all established manufacturing criteria.

Event description:
It was reported that the catheter of a bd saf-t-intima¿ IV catheter safety system was leaking. There was no report of injury or medical intervention.

Manufacturer narrative:
The previously reported manufacturing location was incorrect. (B)(4).